Manufacturer narrative:
Argus case: (B)(4).

Event description:
Foreign body in throat [foreign body in throat] . Oropharyngeal discomfort [pharynx strange sensation of] . Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a (B)(6) male patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. On an unknown date, an unknown time after starting new poligrip sa, the patient experienced foreign body in throat (serious criteria gsk medically significant) and pharynx strange sensation of. On an unknown date, the outcome of the foreign body in throat and pharynx strange sensation of were unknown. It was unknown if the reporter considered the foreign body in throat and pharynx strange sensation of to be related to new poligrip sa. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on an unknown date, the reporter's family member was using new poligrip sa. He told that the product was stuck in his throat with discomfort (seriousness gsk medically significant and non-serious). The patient consulted an otolaryngology, and camera showed nothing abnormal.